Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the exact cause of the degeneration of the valve cannot be determined with certainty; however, per report, it was thought that the degeneration of the valve was due to patient factors (extremely progressive tendency of calcification). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: no testing methods performed. Result: no results available since no evaluation performed.

Event description:
As reported through our (B)(6) affiliate, approximately 5 years post implantation of a 26mm sapien xt valve, the patient received a sapien 3 valve. Aortic insufficiency (ai) with grade 4 and a gradient of approximately 60mmhg was noted. The sapien 3 valve was successfully implanted. Per report, it was thought that the degeneration of the valve was due to"extremely progressive tendency of calcification by the patient".